Event description:
It was reported that the lower rate limit programming was discussed when it comes to this device. In addition, and further review noted oversensing. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Event description:
It was reported that the lower rate limit programming was discussed when it comes to this device. In addition, and further review noted oversensing. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that the lower rate limit programming was discussed when it comes to this device. In addition, and further review noted oversensing. Additional information noted that there was no oversensing. The physician wanted to know why there was a atrial sense event at a lower rate than the lower rate limit. No device malfunction was alleged. No adverse patient effects were reported. The device remains implanted.